Manufacturer narrative:
Additional information was received that the ipg was also relocated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pocket pain that radiated from front to the back and it became progressively worst. The physician believed that the device had moved. The patient underwent an ipg replacement procedure per patient and physicians preference. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient was experiencing pocket pain that radiated from front to the back and it became progressively worst. The physician believed that the device had moved. The patient underwent an ipg replacement procedure per patient and physicians preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pocket pain that radiated from front to the back and it became progressively worst. The physician believed that the device had moved. The patient underwent an ipg replacement procedure per patient and physicians preference. The patient was doing well postoperatively.